Event description:
It was reported the balloon could not be visualized during contrast injection (50:50 ratio). The physician decided to used 90% concentration contrast media to inflate the balloon and it could not be deflated. The inflated balloon was successfully removed from the patient. No patient injury reported.

Manufacturer narrative:
The balloon catheter has been evaluated and a large amount of blood was found in the balloon lumen. Based upon the findings, the large amount of blood found in the balloon assembly was the likely cause of the non-deflation. The instruction for use warns "inadvertent proximal guidewire movement can cause blood to enter the balloon lumen which may inhibit balloon deflation."(B)(4).